Event description:
Same case as MDR#2134265-2014-00232. It was reported that device entrapment occurred. The target lesion was located in an unspecified tortuous location. The direxion catheter was introduced using a fathom guide wire. The catheter lost ability to track and torque after a few turns. The fathom wire got stuck in the catheter and access to the lesion was lost. The entire system was removed and the procedure completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).